Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had experienced an error, along with a forcible shutdown when the user had attempted to save/get the initial interrogation values with the atrial sensitivity function programmed 'off'. The issue occurred during a programming session of the patient's pacemaker, and was noted to be a known software issue. The programmer remains in use. No patient complications have been reported as a result of this event.